Event description:
It was reported that the patient presented to the hospital for a follow-up on (B)(6) 2023. During examination of lead, fluoroscopy confirmed right atrial (ra) lead dislodgement. Patient was brought to the lab for lead revision. During the procedure, the physician was unable to retract the helix. The ra lead was explanted and replaced on (B)(6) 2023. The patient was in stable condition.

Manufacturer narrative:
The reported events were dislodgement and the helix mechanism issue. As received, a complete lead with a stylet was returned in one piece with the helix partially extended and clogged with blood/tissue. The reported event of the helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. After cleaning, the helix was able to be retracted and extended when torque applied directly to the connector pin. The measured full helix extension length was within product specification. The cause of the reported event of the helix mechanism issue was isolated to the helix being clogged with blood/tissue.